Event description:
It was reported the tip of the hf-resection electrode broke off inside the cystoscope and the fallen part was collected. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to excessive force and overload. However, a definite root cause was not established. Olympus will continue to monitor the field performance of this device.